Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced asystole. A temporary wire was added and this crt-p displayed safety mode. This patient underwent a replacement procedure in which this crt-p was explanted and replaced with a new crt-p. No additional adverse patient effects were reported.